Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0049 showed eleven other similar product complaint(s) from this lot number. The complaints for this lot number (recr0049) have been reported from the same facility in (B)(6).

Event description:
"It was reported that errhysis, redness, tenderness developed at the access site. The patient with right lower lung adenocarcinoma underwent PICC placement on (B)(6) 2019 to protect peripheral vessels. The patient returned to the hospital on (B)(6) for PICC maintenance. Checked the PICC device and found errhysis and rednessness and sensed tenderness at the access site. Strictly disinfected the device and changed the dressing following the surgeon's advice and bandaged the site with sterile gauze. On (B)(6) 2019, the patient complained of reduced tenderness and redness and no exudate. "